Event description:
A materials mgr reported an intraocular lens (iol) was exchanged after a crack was noted in the lens at a postoperative visit. The lens was replaced with the same model and diopter lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis and the reported torn/split/cracked damages was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Additional info was requested on 03/26/2012, 04/02/2012 and 04/05/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).